Event description:
It was reported that a homecare pt experienced inflation problems with two size 6 dfen, disposable cannula fenestrated low pressure cuffed tracheostomy tubes. The devices were in use approximately six weeks when the inflation problems were detected. It was also reported that the devices were tested prior to insertion with no problems detected. There was one pt involved with no reported pt injury or compromise. The two size 6 dfen devices were discarded and as such are not available to be returned to the MFR for identification, analysis and investigation.